Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. Motor passed motor test. No e motor position encoder error alarm noted in alarm history file. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor position encoder error alarm, motor error alarm and no delivery alarm. The customer's blood glucose was 452 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.